Event description:
Customer family member woke themt up at 5am and a blood glucose test was done with a result of 163 mg/dl. The customer began shaking and seizing. Paramedics were called and they received a result of 74 mg/dl. The customer was taken to the hosp and admitted due to missing their dialysis and seizure. The customer family member stated the customer drank orange juice but unsure if it was before becoming shaky of after. No controls were in use. A request was made for the return of the suspect device and replacement product was seen.